Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience v stent was implanted. Under angiography, it was observed that there was a distal edge dissection; therefore, a 3.5 x 15 mm xience v stent was implanted for treatment. The patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: medtronic. Guide cath: cordis. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v instruction for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.